Event description:
It was reported that a patient underwent a robotic laparoscopic total hysterectomy on (B)(6) 2012. During the procedure, the surgeon used a claw tenaculum at a speed of six to morcellate the fibroids. The claw was rubbing against the barrel when the device was spinning. The rubbing initiated the burning of the belt drive in the hand piece. Another like device was used. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Poor blade performance. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-04628 and medwatch 2210968-2012-04630. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that a patient underwent a robotic laparoscopic total hysterectomy on (B)(6) 2012. During the procedure, the surgeon used a claw tenaculum at a speed of six to morcellate the fibroids. The claw was rubbing against the barrel when the device was spinning. The rubbing initiated the burning of the belt drive in the hand piece. The blade stopped rotating. Another like device was used. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The blade failed to rotate during the evaluation. It is likely that the accumulation of blood, body fluids, and tissue prevented the device from continuing to operate as intended.